Event description:
The biomed is reporting the v60 battery is not charging. The customer reported that the unit was not in use on patient. The customer contacted product support and advised customer to charge battery for 24 hours and check battery voltage. Product support provided customer with the part # for the v60 battery. Part # 989805626941 assy battery li-ion,11ah, v60. The customer has advised product support that the battery is currently at 8.5 volts. The customer has confirmed the power management and main power supplies are all within specification. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The customer has advised to close the case. The customer will call back if they have any additional questions. H11 device use at time of event: the customer reported that it is unknown if the unit was in use on a patient when the reported event occurred, but there was no patient harm reported.